Manufacturer narrative:
The reported events were lead dislodgement, failure to advance stylet and low pacing impedance. As received, a complete lead was returned in two pieces. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Manufacturer narrative:
Correction: b5 and h6 for dislodgement instead of unable to implant.

Event description:
New information noted that the right ventricular (rv) lead exhibited low impedance and the guidewire failed to advance along with the dislodgement of the lead.

Event description:
It was reported during implant that the lead would not stay in place and kept falling off on the right ventricular (rv) lead. The physician elected to replace the rv lead. There were no patient consequences.